Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was pulled from the strain relief at the dn. The pulled cable resulted in damage to the trunk cable pulse wires. The cause of the pulse lead hi-pot failure is the damaged wires. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cables and wires. The last pt to use this belt did not report any deficiences.